Event description:
Operations manager reported patient noticed during the evening the infuser and bag became wet with chemo. Rn noticed white dried liquid on outside of pouch. Medication being infused was reported to be chemo. No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.